Manufacturer narrative:
(B)(4). Date sent: 3/24/2022. Investigation summary: not enough data provided to perform a call home investigation. Probe (B)(6) (0 uses) was investigated at neuwave. The probe returned broken at the 8cm mark from the tip. The root cause of the damage is unknown. Lot ml19114763 was reviewed (in process sn (B)(6)). Manufacture date: 9/6/20. Expiration date: 8/1/23. Probe sn (B)(6) had fep damage, rework was performed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that when placing the pr15 probe in the patient's renal injury, it broke in two. The interventional radiologist removed the 2-part probe. There was no ablation as the probe was broken. No consequences for the patient. The radiologist replaced a pr15xt probe, he performed the renal ablation as planned.